Manufacturer narrative:
The customer reported the events log recorded transducer fault occured. The customer performed transducer test, all passed. Also performed transducer calibration, exhalation differential pressure calibration failed at 3 cmh2o. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high peak inspiratory pressure, ventilator inoperable, motor fault, low peak inspiratory pressure and transducer fault alarms were triggered during use on a patient on the vela ventilator. The customer reported that the patient was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire received device for evaluation. Technician visually inspected the assembly, there were no visible defects, damage or contamination. Component was installed in known good vela host base unit. Ventilator was powered in ventilate mode where the unit showed the following alarms upon start-up: ventilator inoperable, high peak inspiratory pressure, low minute ventilation, and alarm transducer fault while auto-cycling. Unit was powered in service mode. The event log shows multiples alarm low minute ventilation, high peak inspiratory pressure, and a transducer fault occurred. Performed transducer calibration as described in the vela ventilator systems service manual. The reported complaint was confirmed and duplicated. Faulty transducer sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.